Event description:
A patient reported via manufacturer representative poor coupling with recharging. The patient reported it was difficult to charge the implantable neurostimulator (ins). The patient turned the dial on the recharger and repositioned the antenna and the issue was not resolved. Antenna locate feature was performed and the issue did not resolve. They were able to communicate with the programmer. Swelling at the pocket was reported. No other symptoms were reported. The implant was superficial, not moving and not at an angle. Discussed the potential for flipped implant if the swelling goes down and the patient was still having trouble with recharging. No further complications were reported/anticipated. The indication for implant was unknown. Additional information was received from the health care professional (hcp) via a manufacturer representative on (B)(6) 2017 reporting device information. The manufacturer representative used the antenna locator (al) with the charging device and could not get above a 32. There were no coupling bars achieved. The manufacturer representative tried another charging unit as well and received the same results. The clinician programmer and the patient programmer communicate with the battery fine. Some swelling still remained at the initial battery implant site and was reported to be due to the recent surgery. An x-ray was requested by the hcp to determine if the battery had possibly flipped. The patient weight was unknown. No further complications were reported. Additional information was received from the hcp via a manufacturer representative on (B)(6) 2017 reporting that the x-ray was viewed on the day of the report. It showed that the battery was lying on its die and was not flat in the pocket. The ins was not flipped nut was not lying flat and was poking out. The ins was not able to be charged properly. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97754, serial (B)(4), implanted: (B)(6) 2017, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported the patient continued to try and charge daily up to the date of scheduled revision but could never receive any coupling bars. Action planned was surgical intervention to revise the pocket and ensure the battery was flat in the pocket. Per the results of the x-ray, it was determined that surgical intervention was necessary and a pocket revision/replacement was performed on (B)(6) 2017. No further complications were reported/anticipated.